Event description:
It was reported that during the trial, the patient developed an infection over the lead site. The trial began on (B)(6) 2015 and the infection began on (B)(6) 2015. The infection was confirmed to be cellulitis. The intervention taken to resolve the infection was oral antibiotics. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2015-13801 for infection after implant.

Manufacturer narrative:
(B)(6) product ID neu_unknown_lead, product type: lead. (B)(4).